Manufacturer narrative:
One cadd solis vip pump was returned with a damaged lens , the battery compartment was cracked, the downstream occlusion sensor (dso) seal was loose and the upstream occlusion sensor (uso) seal had a slight air pocket. The event log was reviewed and there were several "cassette latch" and "cassette not attached properly" alarm messages. Sensor and functional tests were performed and the "cassette latch error" issue was confirmed. The dso and uso seal needed to be replaced and the pump needed to be recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was experiencing a cassette latch error. There were no reported adverse events.